Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's parent reported the customer's adc freestyle libre sensor detached from the adhesive after 6 days of wear and the customer was unable to obtain sensor results. It was further reported the customer experienced a loss of consciousness and paramedics were called. Upon their arrival, paramedics treated the customer with oral glucose and glucose via injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's parent reported the customer's adc freestyle libre sensor detached from the adhesive after 6 days of wear and the customer was unable to obtain sensor results. It was further reported the customer experienced a loss of consciousness and paramedics were called. Upon their arrival, paramedics treated the customer with oral glucose and glucose via injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.